Event description:
During a 12 hour liver transplant, bleeding occurred from the liver bed. An attempt was made to stop the bleeding using the abc system. They encountered a "ground fault" reading which prevented activation of the abc generator. Four consecutive ground pads were applied to the pt. At one point the "ground fault" disappeared when the pad was "maneuvered", this allowed a short activation time. They could not get a pad to adhere to the pt's skin, which was described as "very oily". The bleeding could not be controlled. The pt died.